Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation

Event description:
Customer to report asthma, sinus infection, sinus blocked on left side of nostril, hard time breathing and headaches. Md recommended discontinued use of the soclean with their CPAP and prescribed antibiotics.